Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. (Same patient, same event, different products) other mfg report number: 2648988-2022-00017. A facility reported a lumbar catheter kit (ID 821707) was used for lumbar drainage to evacuate excess csf on an adult patient. During external lumbar derivation, after use of trocar (included into the kit), and the introduction of derivation catheter with mandrel, it was impossible to remove the mandrel, which finally tore the catheter. The medical team is wondering if the entire catheter was completely removed (did not lose some parts). However, the patient was not injured, but the dysfunction led to increased surgery time (customer did not know for how long). The customer is unaware of how the patient is doing now.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The catheter was returned for evaluation: DHR - no anomalies occurred during the manufacturing process. Failure analysis - product was returned to the analysis site for failure analysis, and the following was performed on the returned unit: the analysis site provided photos of the returned unit, in which you can visualize that the catheter is torn with the stylet/guidewire still inserted. The complaint is confirmed. Root cause - per the complaint background, catheter was torn. The complaint was confirmed in the complaint investigation. The likely root cause includes stylet interference with catheter wall.

Event description:
N/a.